Event description:
It was reported that during the procedure, while manually tightening a 50mm ncb screw, the screw fractured within the patient¿s femur. It is estimated that approximately two-thirds of the screw remained in situ, and was left in place to avoid causing further harm or additional bone damage. To maintain fixation, an additional screw was inserted at an alternative angle. It is indicated the remaining third of the screw will be returned to the manufacturer for investigation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: concomitant medical products: item: unk - unk ncb plate - lot: unk g2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.